Manufacturer narrative:
D9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : the device was not returned for service.

Event description:
It was reported that the device was heating up during testing. No patient involvement was reported.

Event description:
It was reported that the device was heating up during testing. No patient involvement was reported.